Manufacturer narrative:
Pump received with multiple cracks on the case and detached end cap, unable to perform any testing including the displacement test due to detached end cap and p-cap locks properly into the reservoir compartment. Cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer has noticed crack at the back of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1880l was returned for analysis.